Manufacturer narrative:
Added information to b2, b5, h6.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted seven (7) years, three (3) months, was evaluated for valve-in-valve procedure due to unknown reasons. Tmvr was successfully performed with a 9755rsl29a transcatheter valve.

Manufacturer narrative:
. A device history record (DHR) review was not performed as no information regarding a device failure mode was provided. There is no allegation of a malfunction which could be related to a manufacturing nonconformance and or one was not suspected or confirmed through investigation, no labeling nonconformance deficiency, no device related infection and no evidence of a product failure with regard to design reliability or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted seven (7) years, three (3) months, is being evaluated for valve-in-valve procedure due to unknown reasons.